Event description:
During a pta (percutaneous transluminal angioplasty), sfa procedure on a (B)(6) year old male patient with paod (peripheral arterial occlusive disease); the physician followed the IFU and accessed the sheath with the dilator into patient's body. During the attempt to remove the dilator, the sheath separated from the check-flo valve. The guidewire was left within the patient and another sheath was used without difficulty. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, quality control and visual inspection of the returned device was conducted during the investigation. The returned complaint device was re-examined. The connector cap and check-flo body were securely glued. The flare appeared to be in good shape without noticeable deformation or stretching. There were two wrinkles noted in the flare which are indicative of a flare being securely attached between the connector cap and check-flo body. Inspection of the connector cap confirmed that the correct connector cap was used. A pin gauge was used to determine the opening of the connector cap. The correct cap was used in manufacturing and was within tolerance per the drawing. Instructions are in place to verify that the device is manufactured to specification. The process of attaching threaded proximal end fittings to flexor sheaths is validated; the process validation shows that the device meets tensile requirements per iso 11070:2014. The validation was implemented on 02/26/2015. Because the lot number of the complaint device was not reported, it is unknown whether the complaint device was manufactured prior to or after the implementation of the validation. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. Per the health risk assessment no further action is required.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, quality control, and a visual inspection of the returned device were conducted during the investigation. One sheath and dilator were returned in a used and damaged condition. A visual inspection on the device was conducted. The flare appeared in good shape without noticeable deformation or stretching. The flare had 2 very small (probably less than 0.5 mm) wrinkles in the flare diameter. The cap seemed to be glued snug on the adapter. There is no evidence to suggest that the product was not manufactured to the correct specifications. There is no obvious reason for this failure, but the separation is confirmed by visual inspection of the product. With the information available, no conclusion can be drawn about the cause of this failure. The appropriate internal personnel will be notified and we will continue to monitor for similar complaints. Based on the risk assessment performed, no additional actions are required at this time.

Event description:
During a pta (percutaneous transluminal angioplasty), sfa procedure on a (B)(6) year old male patient with paod (peripheral arterial occlusive disease); the physician followed the IFU and accessed the sheath with the dilator into patient's body. During the attempt to remove the dilator, the sheath separated from the check-flo valve. The guidewire was left within the patient and another sheath was used without difficulty. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.